Event description:
It was reported that during initial implant procedure, there was difficulty inserting the guidewire in the left ventricular lead. The physician attempted to wash the lead and guidewire with saline but there was still difficulty inserting the lead. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Correction: the information previously reported were incorrect. The newly reported information is correct and should supersede the previously reported information.

Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed. Final analysis found that the guidewire could not be fully inserted due to excessive blood and green ptfe coating inside the inner coil.